Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, noise leading to episodes of false automatic mode switch (ams) were observed on the atrial channel. No intervention has been performed and the patient will continue to be monitored. Additional information was requested but not received.